Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. The helix mechanism was unable to be extended after placement attempts. Subsequently, the physician noted that the helix was damaged. A different ra lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. The helix mechanism was unable to be extended after placement attempts. Subsequently, the physician noted that the helix was damaged. A different ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix in the retracted position, and dried blood/tissue was present around the helix. The helix was noted to be slightly deformed . Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.